Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / location of the perforation: uterus/coil stuck in her uterus/migration of essure device"), abdominal pain lower ("cramping"), embedded device ("plus embedded essure coil") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "1 coil remained in the cavity". The patient's past medical history included para-umbilical hernia. Concurrent conditions included groin pain and obesity. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2014 for birth control, levothyroxine since 2013 for hypothyroidism, vicodin (norco) for migraine, ondansetron (zofran) for nausea, ergocalciferol (vitamin d2) since 2013 for vitamin d deficiency as well as diclofenac since 2013, ibuprofen and ketorolac tromethamine (toradol) in 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 5 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infections") and weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced pollakiuria ("bladder problems or changes/urinary frequency") and urinary incontinence ("urinary problems or changes/urinary incontinence"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("heavy cycles/irregular periods"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), back pain ("back pain") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopy with resection of embedded essure), surgery (to remove essure) and surgery (operative hysteroscopy, d&c, operative laparoscopy with resection of embedded essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, embedded device, menometrorrhagia, hot flush, vulvovaginal mycotic infection, weight increased, back pain and mood swings outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had not resolved and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2013, procedure performed: essure hysteroscopy tubal occlusion. Findings: 1. Normal-appearing uterine cavity. 2. One essure coil was protruding from the left ostia 3. Three essure coils were protruding from the right ostia. On (B)(6) 2014 : hysterosalpingogram : unilateral occlusion and migration of essure device. Impression: right essure insert appears satisfactory with no contrast filling of the right fallopian tube. The left insert was not within the fallopian tube with contrast filling of the left tube noted. On (B)(6) 2014, findings: both ovaries were normal. Both tubes were normal. There was an essure device that was protruding through the uterus towards the right side of the uterus near the right fallopian tube. On (B)(6) 2014, ultrasound pelvic complete and transvaginal non-ob, comparison: hysterosalpingogram findings: uterus 5.6 x 3.7 x 4.2 cm, extroverted. Endometrial thickness was 9 mm within limits for patient to was premenopausal. Right ovary 2.4 x 1.4 x 1.9 cm with follicles. Left ovary is 3.6 x 1.6 x 1.9 cm. 1.3 cm complex cyst possibly a hemorrhagic cyst. There was small to moderate volume of free fluid. This was somewhat more than was usually seen for physiologic fluid. Correlate clinically. Technologist questioned visualizing coil on the right side of the uterus. Please note that the right-sided coil was in satisfactory position based on the hysterosalpingogram with no contrast into the right fallopian tube. Appropriately blocking the fallopian tube. The coil on the left was not convincingly visualized on the ultrasound. Current weight as of (B)(6) 2018: 168 lbs. Approximate weight at the time of essure placement 165 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, embedded device, pelvic pain, uterine perforation, device dislocation, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: update of quality-safety evaluation of ptc (FDA code update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil stuck in her uterus"), uterine perforation ("perforation / location of the perforation: uterus"), device dislocation ("migration of essure device"), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy cycles/irregular periods"), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopy with resection of embedded essure), and surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, device dislocation, abdominal pain lower and menometrorrhagia outcome was unknown and the hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014 : hysterosalpingogram : unilateral occlusion (right tube occluded) and migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, migraines, headaches, migration of essure device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, perforation, hair loss, coil stuck in her uterus", reporter, lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / location of the perforation: uterus/coil stuck in her uterus/migration of essure device"), abdominal pain lower ("cramping"), embedded device ("plus embedded essure coil") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "1 coil remained in the cavity". The patient's past medical history included para-umbilical hernia. Concurrent conditions included groin pain. Concomitant products included medroxyprogesterone (depo provera) since june 2014 for birth control, levothyroxine since 2013 for hypothyroidism, vicodin (norco) for migraine, ondansetron (zofran) for nausea, ergocalciferol (vitamin d2) since 2013 for vitamin d deficiency as well as diclofenac since 2013, ibuprofen and ketorolac tromethamine (toradol) in 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infections") and weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced pollakiuria ("bladder problems or changes/urinary frequency") and urinary incontinence ("urinary problems or changes/urinary incontinence"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("heavy cycles/irregular periods"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), back pain ("back pain") and mood swings ("mood swings"). The patient was treated with surgery (operative hysteroscopy, d&c, operative laparoscopy with resection of embedded essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, embedded device, menometrorrhagia, hot flush, vulvovaginal mycotic infection, weight increased, back pain and mood swings outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had not resolved and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results: on (B)(6) 2013, procedure performed: essure hysteroscopy tubal occlusion. Findings: 1. Normal-appearing uterine cavity. 2. One essure coil was protruding from the left ostia 3. Three essure coils were protruding from the right ostia. On (B)(6) 2014 : hysterosalpingogram : unilateral occlusion and migration of essure device. Impression: right essure insert appears satisfactory with no contrast filling of the right fallopian tube. The left insert was not within the fallopian tube with contrast filling of the left tube noted. On (B)(6) 2014, findings: both ovaries were normal. Both tubes were normal. There was an essure device that was protruding through the uterus towards the right side of the uterus near the right fallopian tube. On (B)(6) 2014, ultrasound pelvic complete and transvaginal non-ob, comparison: hysterosalpingogram findings: uterus 5.6 x 3.7 x 4.2 cm, extroverted. Endometrial thickness was 9 mm within limits for patient to was premenopausal. Right ovary 2.4 x 1.4 x 1.9 cm with follicles. Left ovary is 3.6 x 1.6 x 1.9 cm. 1.3 cm complex cyst possibly a hemorrhagic cyst. There was small to moderate volume of free fluid. This was somewhat more than was usually seen for physiologic fluid. Correlate clinically. Technologist questioned visualizing coil on the right side of the uterus. Please note that the right-sided coil was in satisfactory position based on the hysterosalpingogram with no contrast into the right fallopian tube. Appropriately blocking the fallopian tube. The coil on the left was not convincingly visualized on the ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, embedded device, pelvic pain, uterine perforation, device dislocation,device embedded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / location of the perforation: uterus/coil stuck in her uterus/migration of essure device"), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included para-umbilical hernia. Concurrent conditions included groin pain. Concomitant products included medroxyprogesterone (depo provera) since june 2014 for birth control, levothyroxine since 2013 for hypothyroidism, vicodin (norco) for migraine, ondansetron (zofran) for nausea, ergocalciferol (vitamin d2) since 2013 for vitamin d deficiency as well as diclofenac since 2013, ibuprofen and ketorolac tromethamine (toradol) in 2015. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), fungal infection ("yeast infections") and weight increased ("weight gain,"). In august 2015, the patient experienced pollakiuria ("bladder problems or changes/urinary frequency") and urinary incontinence ("urinary problems or changes/urinary incontinence"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("heavy cycles/irregular periods"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), back pain ("back pain") and mood swings ("mood swings"). The patient was treated with laparoscopy with resection of embedded essure on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, menometrorrhagia, pelvic pain, hot flush, fungal infection, weight increased, back pain and mood swings outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2013, procedure performed: essure hysteroscopy tubal occlusion. Findings: 1. Normal-appearing uterine cavity. 2. One essure coil was protruding from the left ostia 3. Three essure coils were protruding from the right ostia. On (B)(6) 2014 : hysterosalpingogram : unilateral occlusion and migration of essure device. Impression: right essure insert appears satisfactory with no contrast filling of the right fallopian tube. The left insert was not within the fallopian tube with contrast filling of the left tube noted. On (B)(6) 2014, findings: both ovaries were normal. Both tubes were normal. There was an essure device that was protruding through the uterus towards the right side of the uterus near the right fallopian tube. On (B)(6) 2014, ultrasound pelvic complete and transvaginal non-ob, comparison: hysterosalpingogram findings: uterus 5.6 x 3.7 x 4.2 cm, extroverted. Endometrial thickness was 9 mm within limits for patient to was premenopausal. Right ovary 2.4 x 1.4 x 1.9 cm with follicles. Left ovary is 3.6 x 1.6 x 1.9 cm. 1.3 cm complex cyst possibly a hemorrhagic cyst. There was small to moderate volume of free fluid. This was somewhat more than was usually seen for physiologic fluid. Correlate clinically. Technologist questioned visualizing coil on the right side of the uterus. Please note that the right-sided coil was in satisfactory position based on the hysterosalpingogram with no contrast into the right fallopian tube. Appropriately blocking the fallopian tube. The coil on the left was not convincingly visualized on the ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, embedded device, pelvic pain, uterine perforation, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event hot flashes, yeast infections, weight gain, back pain, urinary frequency, urinary incontinence, mood swings were added. Concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / location of the perforation: uterus/coil stuck in her uterus/migration of essure device"), abdominal pain lower ("cramping"), embedded device ("plus embedded essure coil") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included para-umbilical hernia. Concurrent conditions included groin pain. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2014 for birth control, levothyroxine since 2013 for hypothyroidism, vicodin (norco) for migraine, ondansetron (zofran) for nausea, ergocalciferol (vitamin d2) since 2013 for vitamin d deficiency as well as diclofenac since 2013, ibuprofen and ketorolac tromethamine (toradol) in 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), fungal infection ("yeast infections") and weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced pollakiuria ("bladder problems or changes/urinary frequency") and urinary incontinence ("urinary problems or changes/urinary incontinence"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("heavy cycles/irregular periods"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), back pain ("back pain"), mood swings ("mood swings") and device deployment issue ("1 coil remained in the cavity"). The patient was treated with surgery (laparoscopy with resection of embedded essure), surgery (to remove essure) and surgery (operative hysteroscopy, d&c, operative laparoscopy with resection of embedded essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, embedded device, menometrorrhagia, hot flush, fungal infection, weight increased, back pain, mood swings and device deployment issue outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia had not resolved and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device deployment issue, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2013, procedure performed: essure hysteroscopy tubal occlusion. Findings: 1. Normal-appearing uterine cavity; 2. One essure coil was protruding from the left ostia; 3. Three essure coils were protruding from the right ostia. On (B)(6) 2014: hysterosalpingogram: unilateral occlusion and migration of essure device. Impression: right essure insert appears satisfactory with no contrast filling of the right fallopian tube. The left insert was not within the fallopian tube with contrast filling of the left tube noted. On (B)(6) 2014, findings: both ovaries were normal. Both tubes were normal. There was an essure device that was protruding through the uterus towards the right side of the uterus near the right fallopian tube. On (B)(6) 2014, ultrasound pelvic complete and transvaginal non-ob, comparison: hysterosalpingogram findings: uterus 5.6 x 3.7 x 4.2 cm, extroverted. Endometrial thickness was 9 mm within limits for patient to was premenopausal. Right ovary 2.4 x 1.4 x 1.9 cm with follicles. Left ovary is 3.6 x 1.6 x 1.9 cm. 1.3 cm complex cyst possibly a hemorrhagic cyst. There was small to moderate volume of free fluid. This was somewhat more than was usually seen for physiologic fluid. Correlate clinically. Technologist questioned visualizing coil on the right side of the uterus. Please note that the right-sided coil was in satisfactory position based on the hysterosalpingogram with no contrast into the right fallopian tube. Appropriately blocking the fallopian tube. The coil on the left was not convincingly visualized on the ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, embedded device, pelvic pain, uterine perforation, device dislocation, device embedded. Most recent follow-up information incorporated above includes: on 30-may-2018: the medical record received:the event device embedded and 1 coil remained in the cavity were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menometrorrhagia ("heavy cycles/irregular periods"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower and menometrorrhagia to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.